Event description:
It was reported that the patient underwent a surgical procedure in which the existing ambicor penile prosthesis (app) was removed due to unspecified reasons. A reimplant procedure was performed in which a new inflatable penile prosthesis (ipp) was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced inflation issues leading to the procedure. No patient adverse events were noted and no further issues were reported. No more information available at the moment. Should additional information become available, it will be provided.